Event description:
It was reported that the procedure was to treat a highly calcified lesion located in the superficial femoral. An unknown stent was placed successfully distally. During advancement of the absolute pro stent delivery system (sds) resistance was noted causing difficulty in crossing the lesion. The protective sheath became caught in calcium and the stent slightly deployed; in the vessel. To facilitate removal of the sds, the absolute pro was rotated clockwise and anticlockwise which resulted in the stent separating in two pieces. Two (2) centimeters inside the vessel in an unintended site and the rest of the stent left inside the introducer. The procedure was completed with placement of another unknown stent. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part/lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.